Manufacturer narrative:
Tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Bg cause was unknown. Bg was addressed with a manual injection, and a supply change. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. A replacement pump was sent to the customer.